Event description:
Additional information noted that this device was returned.

Event description:
Boston scientific received information that during a follow up noise likely due to electromagnetic interference was noted on the right ventricular lead (competitor lead). Noise was not reproduced with isometric testing and all other lead measurements were within normal limits. The patient was symptomatic to the noise and experienced asystole for > 2 seconds. At this time the device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information provided noted that the result of noise and asystole was not due to a device issue but instead environmental noise was suspected on the competitor unipolar lead.